Event description:
It was reported that during an attempted implant, the helix of the right ventricular (rv) lead would not extend properly. In addition, the physician reported difficulty placing the stylet into the lead. The rv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).